Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a ceasarean section and pelvic adhesion lysis plus ligation procedure, the first needle of the myo metrium was sutured and the suture was broken when pulling it. The surgical time was extended by less than 30 minutes.